Event description:
Pt treated with circumferential rfa experienced dysphagia with solid food. Dilation was performed successfully, with alleviation of symptoms. There was no reported malfunction for the device, and no association between the event outcome and the device performance could be established.